Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via right surgical axillary/subclavian artery for mechanical circulatory support. Support preparation was delayed due to an impella 5.5 pump recognition failure of an automated impella controller (aic). The support preparation was stopped, and after restarting the aic, the pump was recognized without any problems. This issue has been reproducible with the same aic in the past, and a repair request was made after completion of patient management. The aic is currently operating without any problems. Additional information was received. It was not that the impella 5.5 was not recognized; rather, it was recognized as a different type of pump.